Event description:
Description of event according to initial reporter: they were trying to situate the filter and it open bad. The filter was still attached, they had not released it and had taken it out a little, it was badly placed, and they tried to put it back to place it correctly, but they could not close it because the legs were wrong. Finally, they had to release it and enter with a jugular gtrs to get it out. Patient outcome: unknown.

Manufacturer narrative:
Manufacturers ref#: (B)(4). PMA/510(k): k211874. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4) summary of investigational findings: the filter was placed in an undesired position but still attached to the femoral introducer. The physician decided to reposition the filter, but the legs became damaged. The filter was released in an undesired position and a gtrs was used from a jugular approach to retrieve the filter. Despite return requests the device was not returned for device evaluation. One photo of the filter after it was retrieved was provided. It shows some damage to the secondary legs which could corresponds to if the filter were attempted to be retracted and repositioned during procedure. As stated in the IFU if the filter is fully exposed retraction could damage the shape of the filter. It is unknown how the filter ended up being in an undesired position before attempt to retract and repositioning. According to the instruction for use stabilize the filter introducer, withdraw the introducer sheath, and connect it to the handle of the femoral introducer. At this point the filter is fully exposed, still connected to the filter introducer. Caution: attempting to retract the filter at this point of the deployment sequence could damage the shape of the filter. No evidence to suggest that the device is not manufactured according to specification cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.